Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves, sample syringe and the ise buffer syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported erroneous high results for sodium (na), potassium (k), chloride (cl) on their au680 clinical chemistry analyzer. One out of three erroneous results reported out of laboratory. Corrected report was sent. There was no change in patient treatment reported. Customer reported calibration and qc recoveries were within the lab established ranges.